Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti low profile transconnectors, 35mm-41mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. An additional review of the device history records for all of the sub-components also revealed no complaint related anomalies. The device history records for the sub-components shows that all were processed through the normal manufacturing and inspection operations. A review of the raw material device history records revealed that the raw material lots used for this part met all specifications with no anomalies noted. The part was received partially disassembled. There were two set screws missing and the intermediate link end and the female end were locked together, preventing the acquisition of some measurements. The appearance of the parts was unremarkable, no defects or marring of the surface were visible. Because of the missing parts and the inability of obtaining all measurements this complaint is indeterminate.

Event description:
Patient underwent surgery on (B)(6) 2013 for an l2-l5 decompression and instrumented arthrodesis. On (B)(6) 2013, the patient underwent revision surgery due to the screws in l2 had moved and come through the superior endplate. The screws were removed and 2 new screws were added to both l1 and l3 to form a bridge. On (B)(6) 2013, the patient underwent a second revision as it was noted that the screws from l1 had come through the endplate. At that time, the surgeon decided to remove all hardware. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is report 7 of 7 for complaint (B)(4).